Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed. Device damaged due to customer use and wear and tear. This device is obsolete. See attached memo in complaint file.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that an ar-6482 dw remote has exposed wires. This occurred during use in a case with no patient impact.